Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that he was hospitalized for low blood glucose levels, after giving himself an injection of 30 units for high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the reservoir volume did not match with the amount of insulin left in the reservoir. Advised that the insulin pump would be replaced. Nothing further was reported.